Event description:
Approximately twenty-seven months post re-implantation, the patient was reported to have anemia. No source of bleeding was identified, but it was reported that the patient received two units of packed red blood cells. The issue was reported to be resolved prior to discharge.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad pump remains implanted and therefore was not returned to heartware for evaluation; the device is related to the reported event. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The cause of the reported anemia could not be determined as this type of event is multifactorial in etiology wherein patient, procedural, and pharmacological factors may be contributory. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.